Manufacturer narrative:
Final analysis found that the insulation was abraded at 18.9cm to 19.0cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the patient experienced presyncopal episodes and presented to the hospital. Upon interrogation, the right ventricular lead and right atrial lead exhibited noise. Noise was reproducible with isometric testing. During the device change out procedure, insulation anomalies were noted on both leads. Both leads were explanted and replaced. The patient was in stable condition.¿